Event description:
Reporter stated that customer received the following results on the performa system within 7 minutes: 416 mg/dl, 230 mg/dl, 489 mg/dl, 98 mg/dl, 231 mg/dl and hi (result > 600 mg/dl). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case states patient is in "middle 60's."